Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair, it was noticed that the healicoil regenesorb wire was too thin in places and did not pass through the cuff automatically with the tweezer, due to this event an additional bone hole was required. Surgery was resumed, after a non-significant delay, with a back-up device in the additional bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports that during placement of the healicoil anchor the suture failed to pass through the cuff. It is unknown if the anchor was removed from the patient. Per case details an additional bone hole was required. Based on the limited information provided the root cause of the reported issue cannot be determined. The healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. No further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.